Manufacturer narrative:
Customer stated that no erroneous results were reported. The ocd filed engineer replaced the wash block and pressure regulator. Instrument has been returned to expected operation. (B)(4)

Event description:
Customer reporting the dilution cup is overflowing. Customer noticed the overflow during the start of a sample run. No error codes were posted.